Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 43 cm proximal to the lead tip. A proximal and a distal lead fragment were received. In between a 1.5 cm segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 11cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the shock coil was found fractured. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The deformation of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 21 months high shock impedances were reported. At the moment biotronik has no further information with regard to possible revision. Should we receive additional details this report will be updated. No adverse patient side effects have been reported. The lead is still implanted and active.